Manufacturer narrative:
Continuation of d11: product ID 8781, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. H6; device codes have been updated to include c63137. Conclusion code 22 no longer applies to this event and has been updated to 67. Patient code c76143 no longer applies to this event and has been updated to c3303 and c50526. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the patient. The patient called to provide an update/perspective on the previously reported event. The patient reported that leading up to the reported surgery, the patient's back was hurting. The patient reported the healthcare professional (hcp) did troubleshooting to see if there was an intrathecal mass (im) and also did a dye study of the catheter and said everything looked great. The patient reported on (B)(6) 2020, she had a surgery on a fractured old fusion that was not related to the pump. During the surgery, it was discovered the catheter was leaking and "in the way". As a result, the catheter was moved. The patient reported this surgery resolved the reported issue until last saturday, when she was sitting on the end of the bed folding clothes and "thinks she twisted weird". The patient described this as she "hurt herself like she did before the surgery" indicating the reported pain from before the (B)(6) surgery returned.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 2mg/ml dilaudid at 0.8291mg/day and 2mg/ml bupivacaine at 0.8291mg/day via an implantable infusion pump for failed back surgery syndrome. It was reported that the catheter was cut during a decompression surgery on (B)(6) 2020. The catheter was revised. No further complications were reported.